Event description:
It was reported that the patient was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system and shortly after, two inappropriate shocks were provided by the device. It was mentioned that the patient was not under general anesthesia during the implant, but a serratus block was provided. During the procedure, it became clear that the serratus block had not worked and the patient was in pain throughout the procedure. The physician administered multiple doses of local anesthetic, but the patient moved every time anything was done. The initial insertion of the electrode was not in a good position, so a second tunneling was performed. The patient moved and then on x-ray the electrode was showing in an inadequate position once again. The physician decided to tunnel one last time and the electrode was showing in the correct place. A defibrillation threshold (dft) test was not performed as the patient was not under general anesthesia as per the hospital protocol and the system impedance was 65 ohms, which is within normal range. One day after the implant, the patient received the two inappropriate shocks due to noise oversensing, after which the physician decided to program therapy off. Technical services (ts) reviewed the episodes and discussed there is a possibility of air entrapment, which could potentially dissipate within two to three days post implant. Troubleshooting was advised to identify if the noise can be reproduced, and troubleshooting steps were provided. The patient was seen for in-clinic troubleshooting and the noise was not reproducible upon isometric testing and postural movements. In addition, the post implant x-ray shows probable air on the proximal electrode and the device. As the noise was not reproducible and the patient had been implanted for five days, the physician decided to turn device therapies back on. The s-ICD system remains in service. No additional adverse patient effects were reported.